Event description:
Hospital ems unit responded to a 911 call for a patient in cardiac arrest. Ems utilized a philips mrx defibrillator unit with conmed padpro pads and adapter. When applying the pads for the monitor/defibrillator the machine would not sense the pads connection to allow defibrillation of a patient who remained in ventricular defibrillation. Another ambulance was requested immediately to replace the monitor/defibrillator while trouble-shooting processes continued including checking connections and changing pads. Additionally, the fire department on scene utilizes a padpro adapter for their AED and it too could not sense the pads. After the event, hospital biomed services determined that the adapter had a broken wire inside the insulation. Anecdotally, we are told the fire department also determined that their padpro adapter had a bent prong which contributed to failure of their unit.